Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during pre-testing, the device had an over temperature alarm. Alarms right away when turning device on. No adverse effects have been reported.

Manufacturer narrative:
Other, other text: h6. Evaluation codes: updated. D3, g1,2 email is: (B)(6). Product was not returned, and no photographic evidence was provided to aid in this investigation. As a result, a complaint investigation/product evaluation and problem confirmation could not be performed. The exact cause could not be determined; however, based on the reported problem the most probable cause was the main printed circuit board (pcb) board malfunction. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the device is returned the manufacturer will re-open the complaint for further device evaluation.

Manufacturer narrative:
D4: UDI updated. UDI related data quality updates only.